Event description:
Tracheotomy tube returned to facility by parents of child who has a tracheotomy to address obstructive sleep apnea. The parents report this tube was placed in pt in 2000. The parent noticed that night, monday night and tuesday night that pt was snoring and very restless during sleep. They attempted to suction pt without resolution of the symptoms. Pt was reported to experience respiratory distress significantly enough on tuesday morning to require the parents to change the trach tube. Pt improved significantly after the tube change and is now doing well. The parents subsequently attempted to clean the tub and noticed a "flap" in the lumen of the tube. This did not appear to be a mucus plug but rather a flap of silicone.